Event description:
Information was received from a consumer regarding a patient receiving morphine 25mg/ml at 3.006mg/day and bupivacaine 8mg/ml at 0.9621mg/day via an implantable pump. The indication for use was failed back surgery syndrome and non-malignant pain. The healthcare provider reported that the patient had their pump filled yesterday and last night the patient reported his heart started to race. Per the healthcare provider, the patient had been getting morphine and bupivacaine since on (B)(6) 2025, but the pump wasn't programmed with the change until yesterday. The volume is the only thing that was changed yesterday. The caller reviewed the session report and it was verified that the numbers are correct. Based on bridge duration the patient has not started getting the new programmed drug yet.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, implanted: explanted: product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.